Manufacturer narrative:
Pt's sample was not available for investigation. Profiler w48340 was previously tested and revealed no low bias or false negative results with positive control samples. Product support's observations for troponin recovery were as follows: no false positives or high bias in recovery was observed with any sample. Pt sample 1 on triage was <0.05ng/ml and 0.00ng/ml on access2, no discrepant results observed. Pt sample 2 on triage was <0.05ng/ml and was 0.00ng/ml on access2, no discrepant results observed with sample 2. All data points with negative control calibrator z were below the mfg cut off. One data point with positive control calibrator h was below the mfg 2sd range, with a percent recovery of 86%. No error codes or device issues were observed. No high bias or false positives were observed with any sample. Product support was unable to determine cause of customer's false negative result. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative troponin on the triage cardio profiler versus another device, the access 2. A (B)(6) yr old pt arrived at the emergency unit with pain. Treatment of pt unk. Biologist ran blood edta on the triage meter and heparin plasma on the access 2. Biologist called the physician to explain the situation, but physician did not wait for results because pt had an infarction. Biologist ran another test on the triage meter and results were still negative for troponin.